Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after repeated placement of the lead thru the patient¿s small gap between the clavicle and first rib the insulation layer of the lead was found to have a certain degree of wear damage. It was noted that a crack was found on the insulation. The lead was not used and a new lead was implanted instead on the opposite side. No patient complications have been reported as a result of this event.